Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. (B)(6) 2015 the patient called back stating the replacement patient programmer received that day, (B)(6) 2015, was also having poor communication with or without antenna attached. It was noted: won't do telemetry with or without antenna. During the call the patient intermittently felt stim. The patient stated her symptoms were being managed ok. The patient stated she has an appointment scheduled (B)(6) and planned to call the office for follow-up. Regarding the programmer, lot number njd186524n, upon device return, analysis found that regarding telemetry problem, complaint was unverified. C100. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0awze, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).